Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported that the scope displayed yellow and green stripes, as well as pink spots in the image, during inspection for use involving an olympus laparoscope, gynecologic. There were no reports of patient injury.